Manufacturer narrative:
(B)(4). Medical devices: 11-301343, arcos con sz c std 80mm, 391680, 139254, m2a-magnum 42-50mm tpr insrt-3, 965000, unknown, stryker titanium cup, unknown, unknown, 6.5 screw length 35, 35, 24 mm, unknown, unknown, stryker x3 liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01756, 0001825034 - 2018 - 01757, 0001825034 - 2018 - 01758. Remains implanted.

Event description:
It was reported that the patient experienced a blood loss of 1500cc during a stage ii revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The following report is submitted to relay correct and additional information received. Concomitant medical products : 139246  endo ii taper insert +3mm t1 937440 . 12-139012 endo ii mod endo head sz 44 431060 . 12-162615 cocr integral centr 15x155mm 608770 . The reported event is confirmed based on the surgical notes that was provided. Device history record was reviewed and identified no deviations or anomalies relevant to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.